Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 250 device ruptured during patient use. The device was infusing the patient with 600 milligrams gernebicin in 125 milliliters 0.9% nacl when the reservoir ruptured. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.